Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a vks procedure, after 15 seconds of use, a small piece of insulation at the tip of the super tvac 90 ifs wand has broken off. The small piece was successfully removed from the joint using tweezers. The procedure was successfully completed without significant delay using a back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the device and the reported incident. Visual inspection under magnification of the wand shows minimal electrode and screen wear with contamination/discoloration and scratch/scuff marks on the spacer and cap. The insulation of the shaft got scuffed/scratched and damaged. The missing small piece of the insulation got not returned with the device. Complaint review for this l/n 2030178 and for the previous 36 months and the reported failure found no similar complaints. A review of manufacturing records for this l/n 2030178 found no deviations or non-conformances during the manufacturing process. The wand could not be connected to a compatible controller due to a cut off cable. The complaint was verified and the root cause could not be determined. Factors unrelated to the design or manufacture of the device which could have contributed to the observed findings include (1) mechanical displacement of tissue through applied force (2) enlarge a surgical site or (3) gain access to tissue as this may result in a damage to the device, and/or leading to patient injury (4) device tip hitting a metal surface such as a cannula. There are no indications to suggest the device did not meet product specifications upon release into distribution. No containment or corrective actions are recommended at this time.